Event description:
Olympus (osh) was informed via service request that the customer evis lucera colonovideoscope has a reported air/water problem. The customer problem was found during inspection before use. No delay, the intended diagnostic procedure was completed using the same scope.

Manufacturer narrative:
The subject device was returned to olympus service for evaluation. The customer¿s reported issue was confirmed, the air/water supply was not smooth/weak or ineffective; the nozzle was not deformed but there was foreign materials inside the nozzle. The foreign nozzle could not be removed or identified. A review of the scope¿s repair history indicates the scope was repair one in the past year, (B)(6) 2022, for a wrinkled insertion tube and swelled leakage. The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the cause could not be further determined. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The IFU states on reprocessing of the a/w (air/water) nozzle and channel as below: "reprocessing manual_precleaning the endoscope and accessories. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle, always use the a/w channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure. Caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ olympus will continue to monitor field performance for this device.